Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working, and there was a creak on control body during maintenance. There were no reports of patient involvement.

Event description:
The camera head was working fine, just upper body was worn and torn.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection and the reported failure camera head was not working was not confirmed, and the failure a creak on control body was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.